Event description:
It was reported that, "while implanting 4.0x14mm self drilling screws the locking mechanism on the 32mm aviator plate failed. All 6 screws were removed and new screws and plate was implanted."

Event description:
It was reported that, "while implanting 4.0x14mm self drilling screws the locking mechanism on the 32mm aviator plate failed. All 6 screws were removed and new screws and plate was implanted."

Manufacturer narrative:
Method: visual inspection; nc/CAPA history; actual device evaluated; manufacturing record review. Result: the plate was visually confirmed to be an aviator two level plate with a bent spring locking bar and there were no other anomalies observed. Furthermore no manufacturing anomalies were found with this lot. An attempt to recreate the spring bar deformation was performed; a rocking motion was generated by rocking the variable drill guide (vdg) to its limit, which caused deformation of the spring bar, similar to what was seen in the returned part. The surgical technique states when the vdg "to disengage, rock the drill guide slightly while lifting the instrument from the plate. Forcing the drill guide straight into or out of the screw hole should be avoided." The surgical technique stipulates the recommended procedural guidance in order to ensure proper screw alignment and placement to promote optimal fixation and construct integrity. The use of a drill guide "provides a positive ¿snap¿ when inserted into the screw hole in the plate. A slight downward pressure should be applied to the drill guide to keep it in the correct position during drilling. The guide must be removed prior to tapping or screw insertion. To disengage, rock the drill guide slightly while lifting the instrument from the plate. Forcing the drill guide straight into or out of the screw hole should be avoided." Misuse of the drill guide has been shown to deform the spring bar causing it to pop out of the plate. Conclusion: a definitive root cause was not determined, however if the drill guide is over articulated during the installation of the bone screws the spring bar can protrude upward. The initial complaint stated that the two level aviator plate has a deformed locking bar after installation of the bone screws and before securing the locking bars. The locking bar deformation was recreated onsite at stryker spine and the deformity of the aviator plate locking bar, as reported by the surgeon, was confirmed. Nevertheless the surgical technique recommends a side to side rocking technique to release the vdg; misuse of the drill guide may deform the spring bar causing it to protrude upward off the plate.